Manufacturer narrative:
Voluntary medsun received-mw5116361. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy (in aortic position), minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest/indicate that a loss of pacing capture caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Valve remains implanted.

Event description:
During a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, during the deployment of the first 26 mm s3u capture was lost of the pacemaker which lead to a full ventricular contraction, resulting in the valve embolizing above the annulus. The team kept wire position and the delivery system in place. The team took a pictures while injecting contrast and saw that the valve was sitting so that very little flow was getting into the coronary vessels. Next, the implanter paced and went back up on the delivery system balloon and attempted to drag the valve up past the coronary vessels. The implanter performed this and continued to drag the valve past the great vessels past the aortic arch. The valve then began to free float on the wire down the descending aorta. A decision was made to add 4 additional cc's to the delivery system to try to expand the valve to lock it into the descending aorta. A second 26 mm s3u was prepped, inserted, and deployed in a 90/10 orientation across the annulus. Post-deployment and as the delivery system is being removed, the team tried to further expand the first valve that was floating in the descending aorta with a non-edwards balloon. The patient was stable and no signs of dissection were present.